Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, there was contrast retention observed. The stent opening was not ideal, and the stent could not be retrieved to the "p27" microcatheter. The pipeline device became stuck in the distal section of the catheter during stent retrieval. Multiple attempts were made to retrieve the stent, but the issue was not resolved, leading to the removal of the entire system. The procedure took place in the right middle cerebral artery, which was unruptured and saccular in morphology, with a maximum diameter of 5 millimeters and a neck diameter of 4 millimeters. The landing zone artery size was 2.75 millimeters distally and 3.0 millimeters proximally, with moderate vessel tortuosity. The catheter was flushed continuously with heparinized saline, and the physician attempted to release the load in the system, but the issue remained unresolved. There was no damage to the catheter or pushwire. The patient did not experience any injury or complications. Additional information was received that the "p27" catheter was referring to a phenom 27 microcatheter. The distal section of the pi peline did not open. The pipeline was not placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The cause of the event was not determined.

Manufacturer narrative:
H3: product analysis as found condition: the pushwire and phenom 27 catheter were returned inside of a sealed bio-hazard bag and a shipping box. The pipeline flex braid was not returned. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip with no issues. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" and "resistance during deliv ery/retrieval" could not be confirmed, as the pushwire was returned without the braid. No damages were found on the pushwire or catheter, and no issues were identified during catheter resistance testing. The customer stated that the vessel tortuosity was moderate and that a continuous flush with heparinized saline was used during the procedure, which rules out these factors as possible causes. Therefore, the cause of the failure to open and the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.